Event description:
We had an incident today involving a leaking tubing. The nurse connected the tubing to the alaris pump, when she pushed the blue clamp into the pump she noticed a few drops coming out of the tubing where it meets the clamp. She brought the affected item back to the pharmacy where we have it quarantined.